Event description:
It was reported that a few days after it was implanted, this right ventricular (rv) lead exhibited high pacing thresholds. The patient was checked and a heart wall perforation was found. Subsequently, the patient underwent a surgery wherein the lead was successfully repositioned. No additional adverse patient effects were reported.